Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received instructions from technical support to reset the pump, which resolved the issue, allowing continued use of the pump. Customer was advised to contact technical support if the malfunction recurred and confirmed understanding of the guidance provided.